Manufacturer narrative:
Investigation: 4 photos were received for evaluation. From the photos, observed black foreign matter on the catheter. 1 actual sample received for investigation, black foreign matter on the catheter was observed. The black fm was subjected to fourier transform infrared spectroscopy (ftir) test. The result of the test shows that the fm does not match with any spectrum in the library. The best match is a mixture of polyurethane and silicon. The complaint is confirmed and product is out of specification. CAPA#590616 had been raised to address foreign matter issue. The fm could have been transferred from the manufacturing environment during product handling or the assembly process. CAPA had been raised to address fm issue. Refer to CAPA# 590616. A DHR was performed no quality notification was raised for past 12 months regarding foreign matter on cannula.

Event description:
It was reported that a 22g x 1.00in (0.9 x 25 mm) angiocath plus had foreign matter on the catheter tip. The following was reported, "there is foreign material on the 22g catheter tip."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 22g x 1.00in (0.9 x 25 mm) angiocath plus had foreign matter on the catheter tip. The following was reported, "there is foreign material on the 22g catheter tip."